Manufacturer narrative:
The report of a previous replacement of the external portion of the driveline was reported under MFR. Report # 2916596-2017-02541. Approximate age of device - 3 years, 10 months. The pump remains implanted supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with a subtherapeutic inr of 1.2 and low flows. The clinicians suspected pump thrombus. A review of the log file submitted to the manufacturer's technical services confirmed pump stoppage events that occurred while the system was connected to a power module. Submitted x-ray images of the driveline were unremarkable although it was noted that the lvad outflow graft seemed out of alignment. The clinicians reported that the patient is not a candidate for pump exchange at this time and is being monitored. Of note, a previous external driveline replacement was performed on (B)(6) 2017. No further information was provided.